Event description:
It was reported that a pericardial effusion occurred, and the procedure was cancelled. During the procedure of atrial fibrillation (a fib) a versacross connect access solution for faradrive was selected for use. The physician completed transseptal puncture (tsp) successfully. Shortly after tsp, a pericardial effusion was noted on intracardiac echo (ice). Durning monitoring, the effusion visually grew and therefore a tap kit was used to remove the fluid from the pericardial sac, however, no surgery was performed. The ablation has not begun at the time of the incident, it was probably an hour into the case. The patient is expected to be fully recovered. The device is not expected to be returned for analysis (disposed). In physician's opinion, the wire of the transseptal device allegedly perforated the wall of the right atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.